Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as this component was functioning and not the cause of the revision. The initial report should be voided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 2 mdrs filed for the same patient (reference 1822565-2017-01007 / 01011).

Event description:
Patient underwent hip revision procedure due to acute infection. The head and liner were revised.